Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the suction lost its power to draw in the varix into the ligator housing to apply the bands. The procedure was completed using this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: suture broke.

Manufacturer narrative:
(B)(6). Investigation result of suture broken. A visual examination of the returned device found some residue present indicating use/handling. The suture loop was broken with a small portion still attached to the trip wire loop. Four bands remained on the ligator head with the other three bands deployed and not returned. There was no damage with the ligator head teeth. The adaptor ring was securely attached to the head and no holes were noted in the ring. The trip wire was not secured in the handle assembly slot and the trip wire proximal loop was retracted into the handle assembly. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. Functional evaluation was performed and found the spring damaged. The trip wire was not properly secured by the user during device set-up as outlined in the dfu. Based on the evaluation of the returned device, user / use error is selected as the most probable root cause classification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.